Event description:
A (B)(6) male infant delivered with seizure disorder requiring intubation at birth. Rt noticed suction catheter button was ineffective causing continuous suctioning and loss of pressure. Pt's oxygen saturation decreased to 4%, correcting with 100% fio2 until suction catheter was replaced. No pt harm. Prematurity of birth with seizures.